Event description:
A customer reported that after a pediatric pt was removed from the prism table, detector 2 tilt turned uncontrolled and rapidly crashed to the table breaking the table under load. No death or serious injury has been reported.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4). Initial MDR mailed on (B)(4), 2010.